Manufacturer narrative:
(B)(4).

Event description:
Received info the pt had fallen in (B)(6) 2010 and fractured a lead. Since that time, she has had her stimulator turned off and did not recharge. Now she is unable to communicate with the ins. Medtronic rep saw the pt and instructed her on how to do a physician mode recharge. Pt went home and recharged fully. The following week the device was turned back on and running. Everything is working again for the pt.